Manufacturer narrative:
One phaco tip sample was returned for evaluation for the report of having a jagged tip during surgery. The surgery was completed with the tip. A photo was also supplied by the end user. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The picture provided by the end user was reviewed. The picture is of the front section of a phaco tip, but the picture is not clear enough to make any conclusions. A visual inspection of the phaco tip was performed and deemed nonconforming. The bevel does have wear present at the top and bottom of the bevel. Two small grooves are present on the bevel surface at the bevel top. The inside surface at this area has a rounded condition on the inside edge of the inside diameter. The back of the flange and the threads are worn from the use of the tip. The evaluation does confirm the phaco tip bevel has a nonconforming tip bevel visual condition. How and when the visual condition occurred cannot be determined from the evaluation. The condition of the bevel may have occurred from user handling and use, handling during manufacturing or during the bevel cutting process. No specific action with regard to this complaint was taken because the exact reason for the complaint issue cannot be determined. Phaco tips are 100% visually inspected by trained operators during the manufacturing process and this nonconformance condition would be removed. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a phaco tip was found to be jagged during a procedure. The procedure was performed and completed without product replacement. There was no harm to the patient. The product sample is available. No additional information is expected.